Event description:
Procedure type: kidney/adrenal grand. According to the reporter, the balloon exploded during use. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported.

Manufacturer narrative:
.